Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rf pic failed self test. The patient¿s blood glucose level was 143 mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device received with constant rf pic failed self test alarm and unable communicate to care link pro to verify down load anomaly due to a faulty connector on radio frequency board . Unable to perform self-test and displacement test due to rf pic failed self test alarm.